Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump passed the functional testing including the displacement test, rewind, basic occlusion test, prime test and excessive no delivery alarm test. No excessive no delivery alarm was noted. The drive support disk was inspected and no anomaly was noted. The insulin pump had minor scratches on the display window and cracked battery tube threads.

Event description:
It was reported that the customer had low blood glucose levels of 38 mg/dl. It was reported that the paramedics were called in to assist the customer in bringing up their blood glucose levels. The customer also reported various low blood glucose levels on various occasions which were treated by either eating or drinking soda. The customer also reported that insulin was squirting out during manual priming from the insulin pump. The customer also reported that the drive support cap of the insulin pump appeared to be protruded. The customer was advised that the insulin pump would need to be replaced. The customer was advised to discontinue use of the insulin pump but the customer stated the he was going to continue using it. The customer was advised to monitor himself. No additional information was provided.

Manufacturer narrative:
Additional information has been provided by failure analysis that was not included on the initial device evaluation: the insulin pump passed the delivery volume accuracy test.